Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had an unregistered pump (serial number (B)(6)) and catheter (serial number unknown) and had a routine pump replacement to replace the pump. During the replacement procedure the catheter had been unable to aspirate resulting in the catheter being replaced as well. The catheter had been discarded without a way to obtain the serial number.